Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity related to the complaint observed in the pump history. The battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 10 hours with no evidence of overheating. Investigation revealed that the battery compartment is cracked, and there was evidence of corrosion observed inside the battery compartment.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the pump and battery were hot to the touch. She stated that the pump was emitting "replace battery" alarms; she stated that she had replaced the battery a few weeks prior to the incident. The family member stated that there was black corrosion in the battery compartment and it appeared as if the battery had leaked. The family member confirmed that there was no injury sustained as a result of the incident. She stated that the pump was not exposed to water. She confirmed that the patient was disconnected from the pump.